Event description:
It was reported that the 9800 system displays ma errors during cases. The digital spot was used to complete the cases. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the backplane. Backplane replaced. The system was tested and found to be working as intended and placed back into service.